Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was found pulled out of the printer. The printer cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up when trying to print images outside a case. No pt injury was reported.